Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush set up and maintained throughout the clinical procedure. The patients anatomy was moderately tortuous. The device was not returned for analysis, therefore the reported event of balloon has hole/perforation during use and balloon failed to inflate could not be confirmed. An assignable cause of undeterminable will be assigned to the reported complaint, as, the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that during the procedure of carotid thrombectomy in the patient with moderately tortuous vasculature, a balloon test was performed outside and inside the patient. During preparation the subject balloon was completely inflated and deflated prior to insertion of it inside the patient vasculature and also during the procedure inside the patient's abdominal aorta. Upon reaching the carotid artery the subject balloon guide catheter could not be inflated due to damage/proximal hole to the subject balloon. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure of carotid thrombectomy in the patient with moderately tortuous vasculature, a balloon test was performed outside and inside the patient. During preparation the subject balloon was completely inflated and deflated prior to insertion of it inside the patient vasculature and also during the procedure inside the patient's abdominal aorta. Upon reaching the carotid artery the subject balloon guide catheter could not be inflated due to damage/proximal hole to the subject balloon. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.